Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt and then motor error thereafter. The blood glucose reading was 426 mg/dl. The customer stated that he was treating for high blood glucose when he received the no delivery alarm. He then reprimed the device, put it back on, and manually entered his blood glucose value. When he pressed the act button, the insulin pump reached 1.4 units and alarmed motor error. The customer stated that the only significant event leading to the alarms was 2 months prior when he had gone to the airport with the device. He stated that the insulin pump may have gone through a body scanner or metal detector. He also noted that he had had coffee with sugar in the morning and knew that his blood glucose would be high; he reported feeling fine. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms or excessive no delivery alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.